Manufacturer narrative:
The date of the event was reported as "the weekend of (B)(6) 2020". (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue mainbody of a twist clamp became separated from the white twist sleeve on a ce minicap extended life pd transfer set; further described as ¿the thread was damaged¿. The patient stated "that the white part of the extender (the part that rotates to open or close) is very hard¿ and due to that, the patient ¿has to apply a lot of force which makes the thread go past, it no longer clicks and the white part became detached".this occurred during use for peritoneal dialysis therapy. As a result, the transfer set was changed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d10, h3, h6. H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted a broken occluder feet to the main body located beneath the white twist sleeve. The reported condition was verified. The cause of the broken occluder feet could not be determined; however, there was evidence of cleaning agents or foreign solvents around the threads of the main body that could have contributed to the broken occluder foot. Should additional relevant information become available, a supplemental report will be submitted.